Event description:
The customer reported the probe of the coulter act diff 12 analyzer is leaking 1-2 drops of fluid before instrument start up. Customer also reported having problems with control recovery. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak was due to bad diluent filters. The fse replaced the diluent filters resolving the leak. While onsite, the fse replaced dirty (vacuum isolator chamber) vic as preventative maintenance. No further evidence of leaking or control recovery was observed. Instrument operated without incident after activities performed. Failure mode of the leak is related to bad diluent filters. (B)(4).